Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: during investigation, the battery cap was returned and a test cap was attached to the pump. The battery compartment was found to be cracked. One battery cap contact height was out of specification and one contact width was out of specification. There were multiple recurring pump reboots observed in the black box on the date of the complaint. There was evidence of moisture in the battery compartment. A leak test failed due to a battery compartment leak. The pump was successfully run on a 24 hours basal program with no reboots occurring. The original complaint of the ¿intermittent power¿ was unable to be duplicated. The pump was opened and there was no damage observed to the power circuit. There was evidence of moisture on the pain printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.